Event description:
Reporting status: serious injury. Reporting rationale: guide wire separation requiring surgical intervention to prevent permanent impairment or injury. Device issue: guide wire separation. It was reported that the guide wire separated and the distal segment remained entrapped in the pt's coronary. The pt was sent to surgery for removal of the separated guide wire. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info and determined that historical data indicates that fractures of this nature are most likely the result of exposure to excess forces applied during the procedure as the physician is steering and positioning the guide wire. If it is prolapsed or in a very tortuous vessel, or the tip becomes trapped in the beating heart can intensify the wire fatigue. The IFU states: "if the guide wire tip prolapse is observed or used for positioning, do not allow the tip to remain in a prolapsed condition; otherwise damage to the guide wire may occur." However, because the device used in this case was not returned. A true root cause cannot be determined.